Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter is giving an error 2 message and has a power issue (does not turn on). In addition, the lancet device had a cocking control issue. The complaint was classified based on the customer care advocate (cca) documentation. The reported issues began on (B)(6) 2013 while the patient was having symptoms described as ¿passed out, sweating, throwing up, and unable to function at all.¿ based on the alleged issues, the patient did not take any action in regards to diabetes management at the time of concern. The patient also indicated that she required hospitalization and was treated for dehydration and antibiotic on (B)(6) 2013 due to the alleged issues. Troubleshooting revealed there was no product misuse. The meter turns on with the power button and the subject test strips. The power issue and error 2 was not resolved with training. This complaint is being reported because the patient developed symptoms suggestive of acute complication of diabetes while she managed her diabetes with the lfs product. In addition, she noted she had multiple issue with the lfs products (error 2, power , cocking control issues) since (B)(6) 2013 around the time of the alleged symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.